Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported that the instrument's reverse and medium speeds did not work. The issue was observed during weekly audit at a hospital. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information had been disclosed. No further information was provided. The repair technician reported that the device run intermittent in reverse and forward condition, discolored pins, cracked contact plate , discolored wire and vent , debris on barriers , rust on motor . The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 26 jun 2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part# 05.000.008 synthes lot # 008089 supplier lot # 008089 release to warehouse date: 13. Dec .2021 supplier: (B)(4). No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument's reverse and medium speeds did not work. The issue was observed during weekly audit at a hospital. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information had been disclosed. No further information was provided.